Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the interrogation report from the patient¿s implantable cardioverter defibrillator (ICD) changeout procedure indicates that the right ventricular (rv) lead has had three ventricular t-wave oversensing episodes. The rv lead remains in use with the patient¿s new ICD. No patient complications have been reported as a result of this event.